Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation, the antenna broke off from one-third of the tip. Nothing fell into patient's cavity. The device as removed. Another antenna was used to complete the procedure. And was removed. The surgical time was extended by five minutes. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found that part of the outer antenna shaft was broken above the green section. The broken piece was still attached. The reported condition was confirmed. The investigation found the device leaked from a crack in the shaft. The shaft of the antenna was broken 4 cm from the tip. This break is consistent with the user exceeding the shaft bend radius limit. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, do not apply excessive lateral or rotational force during insertion or extraction of the antenna. Doing so may lead to breakage of the antenna and injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation, the antenna broke off from one-third of the tip. Nothing fell into patient's cavity. The device was removed. Another antenna was used to complete the procedure and was removed. There was no patient injury.